Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not removed.

Event description:
It was reported to nevro that the patient experienced symptoms of heart failure. The implanting physician does not believe this to be related to the device. The patient was diagnosed with atrial fibrillation and remains under medical supervision.